Event description:
The reporter stated that the soluset was broken. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The product has been received from the customer; however, smiths has not yet completed its investigation into this issue. An additional report will be submitted as soon as the investigation is completed.